Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device evaluated by MFR and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for evaluation. The device was returned with carrier tube assembly, arteriotomy locator and hemostasis sheath. The poly-foil pouch and bypass tube were not returned for analysis. Visual inspection revealed that there was no kink or deformation noted on the carrier tube assembly. The anchor was exposed. No other visual anomalies were noted with the returned components. No functional and dimensional testing was performed, the bypass tube was not returned. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitely determined based on the available information.